Event description:
(B)(6) infant delivered at (B)(6) weeks due to maternal issues. Pt required uac line for fluids and monitoring while in neonatal ICU. Rn noticed the uac line was leaking fluids above the yellow plastic piece on the transducer tubing. Line team noticed a small amount of fluid leaking from tip of the syringe as the seal on the tubing would not form between the syringe and the tubing when the syringe was screwed on properly. Plastic male tip on the line had broken off at the tubing base. Uac line was pulled. No patient harm. Dates of use: (B)(6) 2015. Diagnosis or reason for use: premature birth.